Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning and the air/water nozzle was flushed with air and water. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During device evaluation, the reported issue was confirmed: the air/water flow was impacted due to the foreign material at the nozzle. Once the foreign material was removed, the capacity tested within specifications. Functional testing also showed the bending angles were below specifications and the up/down directional knob had excess play. The directional issues were caused by a worn angle wire. In addition to the foreign material, inspection found the following issues: the distal end plastic cover was dented; and the scope connector was dented and scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had no air or water flow. The customer reported the issue was found prior to procedure with no procedure delay or postponement. No adverse effects to patient reported. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Per the customer¿s response, there was no deviation from IFU (instructions for use) in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.